Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set was changed in the morning. Blood glucose (bg) was over 600 mg/dl and ketones were present. A correction bolus was delivered to address bg. Pump system check was performed and no device issues were identified at the time of the report. Reportedly, customer used fiasp insulin in the cartridge. Tandem technical support informed customer that fiasp insulin was not labeled for use with the cartridge. Bg was 380 mg/dl at the time of the report.